Manufacturer narrative:
Date rec'd by MFR: 09oct2019. Date of report: 11oct2019. The customer received the new battery to replace the faulty battery. The faulty battery was received for analysis, where the power problem was duplicated. The complaint issue was duplicated, however the root cause of the failure has yet to be determined. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported the battery does not light up the power status overlay. There was no patient or user harm reported.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28june2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
The customer reported the battery does not light up the power status overlay. There was no patient or user harm reported.